Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery. After a stent was deployed, a 12-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and another 12-6/5.8/75 xxl balloon catheter was then advanced for dilatation. However, during inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was doing okay.